Manufacturer narrative:
Field change.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to incontinence returned. The doctor was not sure why the implant was not working. All components were explanted and replaced.

Event description:
It was reported that patient underwent a revision procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced.